Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs in 2009 alleging that their one touch ultra easy meter does no power on. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient to answer the following questions. The patient used the meter the day before at 10:30pm, and the meter would not power on. She then took her usual dosage of medication and attempted to test again on original date; however, was unsuccessful. Patient ate a slice of toast at around 7:30 am and mentioned that she felt her blood glucose was low and then ate chocolate at 8:00 am and felt better soon after eating the chocolate. The patient replaced the battery; however, meter still did not power on with the test strip or by the power button. The battery was replaced per the owner's booklet and was correctly installed. The battery contacts were in good condition. The meter is not a new product (out of box). The patient inserted the test strip all the way into the meter and the meter did not power on. The patient was using the correct vial of control solution. Customer care advocate (cca) sent the patient replacement meter and supplies. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, and a normal reading for the patient. The complaint is being reported since the patient alleged that she was unable to test due to the reported issue and developed low symptoms; however, felt better soon after self-treatment.